Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not returned for review. The device was in vivo for approximately 1 year and 6 months. Based on the available information a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Revision of loose tibia. This tibia was pulled out very easily. The pmma looked like it activated, there was no cement stuck to the implant. Only the tibia was revised.